Event description:
It was reported that the device delivered inappropriate therapy. The device misinterpret signal as supraventricular tachycardia (svt) for ventricular tachycardia (vt). Programming changes were discussed. No patient symptoms reported.